Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and is cracked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.